Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the patient was implanted with two conformable gore® tag® thoracic endoprostheses as part of a thoracic endovascular aortic repair. During the procedure, it was reportedly noted that the patient¿s access vessels were small, and a 24fr introducer sheath could not be advanced to the desired location. The decision was made to advance the distal endoprosthesis (tgu353515/16276530) outside of the sheath and through the vasculature to the target location. The device was deployed as planned, however, intra-procedural imaging reportedly revealed a dissection in the left external iliac artery. A 9x10mm gore® viabahn® endoprosthesis was placed to repair the dissection, and a 24fr solopath® sheath was deployed inside the viabahn® endoprosthesis. The dissection was resolved, and the patient reportedly has satisfactory blood flow to her lower extremities. The patient tolerated the procedure.